Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The distributor reported the starter hole of the wafer was off center. The wafer was not used. No further information or photograph was provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Returned sample evaluation: there are no photographs associated with this case and no unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even thought there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the ats#1 and ats#2 machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformances have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Also, this failure mode will continue to be monitored by the leadership during the CAPA review board (monthly) and management review (biannual) for track and trending. No additional action is considered necessary for this record. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.